Event description:
It was reported that patient experienced muscle stimulation. The ventricular lead exhibited high unipolar thresholds. A perforation was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.